Event description:
It was reported the patient presented for follow up post implant and upon interrogation it was noted that the threshold had increased. X-ray revealed dislodgement. Lead repositioning is to be scheduled. The patient condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the threshold decreased to acceptable values. The lead will remain implanted. The patient was stable and will be monitored.